Event description:
Meter name: surestep enhanced. Strip name: lifescan. Meter code: 11. Strip code: 11. Strip storage: unk. Symptoms: weak. A pt reported they have been getting low readings for the past 5 months. Their meter allegedly was inaccurately low. The result on their meter was 40mmol/l. The result on the pt's spouse's meter was 169(unit unk). The time difference between pt's meter and the pt's spouse's meter was unk. Pt treated self with a sugar tablet after getting a reading of 40 (unit unk) on the pt's meter. Pt tested in the mg/dl setting and got a blood glucose result of 296 on the pt's meter. Control solution was mailed to the customer. No further info has been reported.